Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 0.9, lab: 2.4. Pt was taken to the lab within 1 hr of meter testing. About 1 hr after the lab, the customer checked his inr on the inratio2 again and got a result of 2.4 inr. Caller said when she got the result of 0.9, the finger was accidentally smeared into the sample well and she may have gotten less sample. Customer feels that the original discrepant result was due to poor finger stick technique, and the second inratio2 test performed after the lab test correlated very well.

Manufacturer narrative:
Investigation pending.